Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "firm nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported concomitantly injecting a patient in the marionette lines, nasolabial folds, and prejowl sulcus with an 1cc of juvéderm vollure¿ xc and in the lips with .5 cc of juvéderm volbella® xc. The patient came in 6 months later with firm nodules at the injection sites. The patient was with vitrase, kenalog 10% 1:1 dilution, doxycycline 100 mg bid x 14 days plus a probiotic. The injector reported that ¿additional areas of nodularity developed" "in the lips." Eight days later, the patient was then treated with diflucan 100mg/day for oral candidiasis, vitrase, kenalog 10% 1:1 dilution to the lips and right marionette area. One month after the first treatment for symptoms, the patient was treated with kenalog 10%/vitrase 1:1 into 2 areas, left marionette area and right lower lip. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2018-01780 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella® xc, also a device manufactured by allergan.